Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy and cystoscopy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The outcomes attributed to the device were pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, urinary problems, and neuromuscular problems. It was reported that the patient underwent removal of the eroded mesh on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh erosion no additional information was provided.